Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing of noise. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.